Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is bent and twists from being pressed against a post in the lens case. The opposite haptic is laying on top of a post in the lens case in the gusset area. The lens was cleaned for further evaluation. Scratches are observed on the anterior surface of the optic. Edge damage is observed on the optic and in the gusset area of one of the haptics. A power and resolution inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The lens was replaced with another lens of the same model and diopter. A power and resolution inspection was conducted with acceptable results. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced high astigmatism. The iol was exchanged in a secondary procedure following the initial procedure. Additional information has been requested and provided that there was a iol repositioning on (B)(6) 2021 for right eye. There was no patient harm and no hospitalization.